Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. Final analysis found the lead was returned with no reported event. As received, a partial lead (only connector portion) was returned in one piece. Visual inspection found external insulation abrasion breaching the optim sheath with intact silicone insulation beneath at the proximal region. The cause of external insulation abrasion is consistent with friction to the device can.